Event description:
The physician reported the stenting system failed to cross the lesion and that the stent "backed the whole guide system." The physician reported he went back into the pt with a different guide system and attempted to cross the lesion with another wire, but was unsuccessful. The physician reported the pt has a small brain infarction, but did not identify whether the procedure was to treat this condition, or if the pt developed this issue as a result of the malfunction. The pt has since been discharged and returned home. No other details were reported regarding this event.

Manufacturer narrative:
The device in question was not returned to boston scientific as it was discarded by the hosp. However, boston scientific conducted a review of the device history records (DHR) from the lot number in question. The DHR showed a material review report was issued to this batch, but upon review it was deemed unrelated to this complaint. The DHR review showed that this device met all required specifications. Consequently, boston scientific cannot conclusively determine the cause of the user's experience due to lack of info provided by the hosp, and the device not being returned for a technical analysis. The cause remains unk.